Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring. Unable to confirm failed battery test and unexpected battery out limit due to blank display. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, corroded battery tube, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery before and after multiple battery changes. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump only worked occasionally after the battery changes but not all of the time. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.